Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 503 mg/dl at the time of the incident. The customer¿s current blood glucose level was 397 mg/dl. Customer was treated with manual injection. Customer stated that they experienced headache due to high blood glucose. Customer alleged for under delivery. Insulin pump had broken retainer ring. Reservoir was unable to lock in place. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was used at the time of incident. The device will not be returned for analysis.

Manufacturer narrative:
Customer returned pump for alleged high bgs, cosmetic damage located at the retainer ring, and possible under delivery anomaly found on 25-sep-2021. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0875 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus and carelink software, successfully generated carelink reports. Pump delivered 39 bolus deliveries on the event date of 09/25/2021, the first five are as follows: 11:46:35.000, 11:51:33.000, 11:56:35.000, 12:01:34.000, and 12:06:47.000. In the pump history files and traces the daily total of bolus insulin delivered is 9.9 u on the event date of 09/25/2021 at 00:00:00.000 and 10.9 u on 09/26/2021 at 00:00:00.00. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and keypad overlay texture damage. Unable to verify customer's complaint for high bgs. Cosmetic damage at the retainer ring was not confirmed, however, other cosmetic damage was noted. Possible under delivery anomaly was not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.